Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of four for the same event; see also 0002184052-2016-00150, 00151 and 00153.

Event description:
The sales associate reported non-functional instruments. During a case the sleeves were unable to be used during the nxt case. It was reported that the sleeves have started to splay at the bottom, not allowing the screws to sit in the grooves correctly, therefore not letting the screwdrivers to be seated in the screw head. The surgery was completed using the short sleeves and pins. The doctor had to change technique from true percutaneous, because the short sleeves were not long enough for the obese patient, to a mini open type approach.

Manufacturer narrative:
The returned sleeve was examined. There were signs of use (scratches) but no indications of damage or material deformation. The screw was found to slightly wiggle when assembled with the sleeve but the sleeve was operational and retained the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.